Event description:
It was reported by service report that the fowler was drifting. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: fowler brake/clutch kit.